Event description:
Oil observed leaking between attachment and motor housing during acf procedure. Surgeon reported he had to change the way the pt was treated as a result of the problem, but details were unk.